Event description:
There were multiple occurrences where the pump requested at least 50 units be in the cartridge to continue with the load process after adding 100-130 units of insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.